Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after drawing blood with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, the safety activation button was pressed but the needle only retracted half way. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: three unused samples were returned for evaluation. All three samples were evaluated for IV needle retraction and lock-out with no defects identified. However, bd is aware of a low defect level for pb partial IV needle retraction, and has opened CAPA (B)(4) for this issue, to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions. As this is a confirmed complaint, a DHR review is not required. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.